Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to multiple dose injections for insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. A correction multiple dose injection was administered to address bg.